Event description:
It was reported that during a da vinci si lobectomy procedure, plastic fell off of the permanent cautery hook instrument tip and was retrieved. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor cap was missing from the distal end. As a result, the yaw pulley is not seated properly in the distal clevis. The boss feature on the yaw pulley hub that mates with the cap is broken off. This breakage likely allowed the cap to dislodge. No other damage was found.